Manufacturer narrative:
The explanted lead was not returned for laboratory analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead presented to the emergency department at the hospital. A device interrogation found loss of capture on the rv lead. A lead revision was performed and this lead was explanted and replaced. No damage was observed on the explanted lead. A review of lead measurements showed the pacing threshold values had increased a few days after the implant procedure. A micro-dislodgement was suspected to be the cause of the loss of capture. There were no complications, and no additional adverse patient effects were reported, outside of the need for the procedure.